Event description:
It was reported the doctor needed to wiggle the black footswitch cable to make the min footswitch to operate. The doctor swapped the footswitch with another footswitch and completed the case with no pt consequence.